Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not power on. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary - device eval of charger/modem sn (B)(4) has been completed. Upon eval, the power brick was defective. The defective power brick prevented the battery charger from powering on. The root cause of the defective power brick was unable to be positively determined. No adverse event resulted from the defective charger/modem. The last pt to use this charger/modem did not report any deficiencies.